Event description:
It was reported that a pump turns on and off intermittently without user input. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The unit was tested on ac power only, battery power only, and on both ac and battery power and the device performed as expected. Additional battery output tests were performed with the unit passing. Review of the history log shows multiple improper shutdowns occurrences and battery alert messages. Further evaluation found the j9 zif connector partially secured; however, no intermittent connections were evident after examining the downstream sensor flex.